Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to the frequent charging requirements of the implantable pulse generator (ipg). Given this issue and the age of the device, the patient opted for a replacement. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg pocket remained unchanged throughout the surgery, electrocautery was used. The ipg will not be returned for analysis due to hospital policy. Prior to the revision, the patient received reeducation on charging. The patient also reported maintaining a stable weight since the initial placement.